Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance support via phone. The customer was not in front of the clv-190. The customer was instructed to check the lamp life hour meter. The customer was directed to plug in a scope to test and see the flicker. The customer was directed to swap out the lamp and heat sync with a working clv-190 and see if they get a flicker. The customer informed olympus technical assistance support of the event. The device will not be returned to olympus for evaluation.

Event description:
It was reported that the xenon light source had light flickered when a scope was plugged in. It was the main lamp that briefly flickered when scope was first plugged in and then stopped. There were no reports of patient harm.